Event description:
L-4r scooter. No serial number available, out of warranty per dealer. The dealer states they are missing the bolt that holds the mounting clasp of the transaxle and wheel which caused the clasp to break per tech. We do not have parts needed. To repair scooter.